Manufacturer narrative:
According to the notes contained in this file, ¿unable to remove the catheter,¿ the indwelling period was 242 days. The complaint of difficulty in removal of the catheter is inconclusive. The complaint incident could not be replicated in the laboratory setting. A section of a groshong 4 fr PICC catheter was returned for evaluation. Microscopic examination (5x-30x) of the two ends of the catheter show a smooth and striated veneer. This is evidence that the catheter have been cut with a sharp instrument such as a knife or scalpel. Gross and microscopic examinations revealed a white encrusted material adhering to the od of the catheter. This white material covers most of the catheter. According to the event description, the catheter was successfully retrieved. It should be noted that the complaint sample is incomplete, missing from the sample is the proximal section and the distal section that contains the valve and manufactured tungsten plug. Gross visual, functional and tactual testing of the complaint sample shows no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
Unable to remove the catheter. The indwelling period was 242 days. The PICC was placed via the upper basilic vein. There were no remarkable incident occurred during 8 months of indwelling period. (There was a time when the user temporary experienced slight blood aspiration difficulty. However, after improving the maintenance flushing technique, this aspiration difficulty was resolved.) There were no swelling or redness observed around the insertion site and vein. The patient sometimes complained of pain from the insertion site, but no other issue was noted. When it was tried, the user was unable to remove the PICC with unusual resistance. The user requested surgical department to remove the PICC surgically. The catheter seemed to be adhered to the vein about 5cm distal to the vein insertion site. The catheter was dislodged from the adhesion site and removed from the patient.